Event description:
The likorall became detached from the rail. It fell down during the lift. The pt fell back onto the bed. No injury reported.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.